Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on information provided in the explantation report, the device was explanted due to extracochlear stimulation. A full insertion at implantation surgery has been achieved. As reported problems persists also with the new device, a device unrelated reason for the reported problem seems likely. This is a final report.

Event description:
It was reported that the patient_s performance with the device was not as good as it was before and the patient became very sensitive to loud sounds. Several fittings were performed. External parts were replaced but nothing was improved.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's performance with the device was not as well as it was before and the pt became very sensitive to loud sounds. Several fittings were performed. External parts were replaced but nothing could be improved. Currently, pt's performance with the device is poor.